Manufacturer narrative:
UDI (B)(4). The instructions for use (IFU) cautions that the safety and effectiveness have not been established for patients with the following characteristics/comorbidities: significant aortic disease, including abdominal aortic or thoracic aneurysm defined as maximal luminal diameter 5 cm or greater; marked tortuosity (hyperacute bend), aortic arch atheroma (especially if thick [> 5 mm], protruding, or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta, severe ¿unfolding¿ and tortuosity of the thoracic aorta. Difficulty tracking the delivery system through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, wire bias, interaction with a calcified nodule in the vessel or with previously implanted stents/grafts and delivery system kinked. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes patient screening, approach, deployment, imaging, procedure-specific training manuals, proctored procedures, proper guidewire positioning and careful manipulation of devices. Pre-procedure screening and assessment of the vasculature internal diameters and tortuosity will enable the clinician to determine if the sapien 3 valve can be safely delivered transfemorally. The procedural training manuals recommends the operator during sheath insertion to know the position of the sheath tip in the aorta and perform contrast injection if the patient has aneurysms. The device was not returned for evaluation. However, there was no allegation or indication of a device malfunction. In this case, the cause of the delivery system/valve getting caught on the pre-existing aaa endograft cannot be confirmed; however, it was reported that the event was the result of user error (not visualizing the position of the sheath tip in the aorta while advancing the delivery system/valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), prior to the transfemoral tavr procedure, the patient had a three-year-old pre-existing abdominal aortic aneurysm endograft. The tip of the esheath was not visualized while the valve/delivery system was being inserted. During insertion of the valve and delivery system, the valve caught onto the endograft cuff and moved the cuff in to the thoracic aorta. However, there was no insertion difficulty or resistance felt. A balloon was needed to hold the cuff in place while the valve was advanced through the cuff. The valve was able to be deployed without any difficulty. The delivery system was removed without difficulty as well. After the tavr the patient was transferred to a different or and underwent a thoracic stent graft placement to hold the cuff in place. At this time, they realized that this patient had calcium dislodge to the kidney. The patient was in stable condition upon leaving the or. This was a procedural complication (user error) and not related to a device malfunction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.